Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (type of investigation), d10.

Event description:
The customer reported through the emergency support program that a cardiosave intra aortic balloon pump had a fiber optic sensor failure alarm during use. The nurse stated a second pump was placed into service and was working. A sensation plus 50 cc balloon was initially connected and later displayed a fiber optic sensor failure. Connections were checked, and attempts to change the ECG were unsuccessful. The pump was exchanged, and the second pump showed an autofill failure. The catheter was then replaced and connected to the second pump, after which the system functioned properly. No harm or injury was reported.

Manufacturer narrative:
Due to character limit in d10. Concomitant product is sensation plus 50 cc iab. Nurse called for assistance with a fiber optic sensor failure alarm on a cardiosave. Nurse stated used 2nd pump in and its working. So put in a balloon pump had it hooked up it was a sensation plus 50cc. Then got a failure of the optic sensor. Double checked all connections tried to change the ECG but it wouldnt so swapped the pump and the 2nd one gave us an autofill failure. So then replaced the catheter with the 2nd one and with the 2nd pump and its working. Now the trigger is ECG on this one and esp team personnel thought to switch it back to fiber optic in a bit. Esp team personnel explained the nature of each alarm and appropriate troubleshooting for each as well. Nurse declined to provide any complaint information as she denied malfunction of the pump and didnt have time to provide the pump serial number.